Event description:
The customer contact reported unrestricted flow. The pump was returned to the biomedical engineering department with an unsigned note that stated, "chamber does not lock, tube flow goes free flow." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.